Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump keeps alarming low blood glucose. Customer reported that insulin pump showed blood glucose level in the 40's. Customer reported a blood glucose level of 202 mg/dl. Nothing further reported.